Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) attempted to transfer the call to medbank's direct line. However, the customer called back and informed that they were able to access the website successfully, confirming that the issue was resolved. The tss informed the customer that the case would be closed, and the customer agreed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank, myqlink website was unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.